Event description:
The nurse was starting an infusion line in an alaris pump. The tubing stretched and formed a bubble in the section of the tubing which fits inside the pump. The tubing was removed and the bubble remains filled with fluid. Another tubing set was acquired and used without incident. No injury reported.